Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump received an unexpected restart error and button error alarm. The customer¿s blood glucose level was unknown at the time of incident. The customer states was taking a shower and when they came out the pump received an unexpected restart error alarm. The customer also reported pump error due to replacing the battery. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed the displacement test and unexpected restart error alarm test. No unexpected restart error alarm anomalies noted. The device passed self test.